Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of anaphylactic reaction while an align product was being used.

Event description:
The patient reported symptoms of anaphylactic reaction, watery eyes, swollen lips and gums, and difficulty breathing. The patient did not report requiring any medical intervention due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners and is currently asymptomatic.